Manufacturer narrative:
(B)(4), (B)(6)/no 510k. This is an international code. The model#/catalog# identified is a carefusion product, which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000. The 510k number provided is for the domestic similar product: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxplus positive pressure connector experienced component separation. The following information was provided by the initial reporter: the patient was admitted to the hospital on (B)(6) 2020 due to asthma. After the venous access was established by the nurse, when the infusion connector was connected, it automatically bounced off the positive pressure connector, and the connection could not successful, replaced, affecting the infusion time

Event description:
It was reported that the maxplus positive pressure connector experienced component separation. The following information was provided by the initial reporter: the patient was admitted to the hospital on (B)(6)2020 due to asthma. After the venous access was established by the nurse, when the infusion connector was connected, it automatically bounced off the positive pressure connector, and the connection could not successful, replaced, affecting the infusion time.

Manufacturer narrative:
H.6. Investigation summary: a mp1000 china sample was not available for investigation of this feedback; however the customer indicates that connection difficulties with a connecting male luer component were identified during patient use. Further information regarding the connecting product were not available in this instance to assist the investigation. Obtained DHR: pr; product lot; qty; qn; mf date exp date. 390431; mp1000 china; 16018067; 38,400 none; 17-01-16 17-01-21. Root cause analysis: the root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Furthermore, as the connecting male luer was not returned for investigation, it could not be determined if this may have contributed to the reported disconnection. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 16018067 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mp1000 china product. H3 other text : see h.10.